Event description:
Acct. Reports at least three incidents in which the septum "pushed in". States the incidents have occurred when the anesthesiologists are attempting to push medications rapidly. Stated they do not have time to try to get exactly into the center of the septum. States they do not use the twin pak, but use the "bd" blunt cannula. Not sure which one, but will send a sample of the one used when she returns the continu-flo set. No pt injuries have occurred but it delays the procedure because they have to change out the IV lines.